Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications on this day. No technical root cause could be determined as the system is performing within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A site representative reported a thin flap was made during lasik surgery on patient's left eye. The procedure was converted to photorefractive keratectomy (prk) and completed successfully. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye. Additional information has been requested.